Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that after pta was performed, the subject balloon was able to inflate and deflate without any problem during preparation. While the physician attempted to retrieve the subject balloon from the patient's anatomy, the subject balloon would not deflate. However, the physician retrieved the subject balloon to the inguinal region and then removed it along with the sheath. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The device history record (DHR) confirms that the device met all material, assembly and performance specifications. No visual or functional inspection was performed due to the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that, the subject device was able to inflate and deflate without any problems during preparation. The device was tried to retrieve; however, the balloon did not deflate. As per the additional information, the balloon was inflated successfully during preparation, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was normal. While there are a number of potential causes for the reported issue, because the device was not returned and a review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this complaint.

Event description:
It was reported that after pta was performed, the subject balloon was able to inflate and deflate without any problem during preparation. While the physician attempted to retrieve the subject balloon from the patient's anatomy, the subject balloon would not deflate. However, the physician retrieved the subject balloon to the inguinal region and then removed it along with the sheath. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.